Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 40 mg/dl while wearing the pod between 4 and 24 hours. The patient reports having a seizure. In addition the patient reports having nausea. Once at the hospital the patient had a computed tomography scan administered. The patient was treated with anti seizure medication as well as medication for a headache. The patient was discharged from the hospital after 4 hours.

Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or deficiencies that would contribute to the device over delivering insulin. There are safety mechanisms within the device that prevent the over delivery of insulin. The device was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin.